Manufacturer narrative:
Unique identifier (UDI) #: (device identifier)- (B)(4). Approximate age of device- 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for suspected pump thrombosis with an elevated lactate dehydrogenase of 2590 u/l. The patient had no hematuria and pump parameters were normal. On (B)(6) 2017, the patient received a pump exchange. No further information was provided.

Manufacturer narrative:
The pump was returned for evaluation. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet stator, inlet bearing ball, rotor inlet, and rotor blades and was obstructing approximately 40%-50% of the blood flow path. The thrombus extended out from the distal end of the inlet stator and encompassed the inlet bearing ball and the surrounding rotor blades. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. Examination of the outlet stator revealed a deposition adjacent to the outlet bearing ball and lodged between the stator blades. The formation was not denatured and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. Its origin and duration of time for which it was present in the pump could not be determined. The depositions were obstructing a significant portion of the blood flow path. The thrombus formations could have contributed to the patient's elevated lactate dehydrogenase levels. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.